Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was able to confirm that the pumps air in line alarm was not working properly. This was due to cracking on the rear case and air in line sensor. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump would not alarm air in line. The initial reporter also stated that this occurred during testing and that there was no patient impact. (B)(4).